Event description:
Reportedly, on (B)(6) 2013, an unexpected behaviour was observed during the threshold test. Indeed, when the test is performed at a low rate (around 90-100min-1) the threshold is above 2v. However, when the test is performed at a high rate (around 110-120min-1), the threshold decreases to 0.75v. All other parameters were stable and normal. This behaviour was observed during all the follow-ups performed afterwards. An explanation is required.

Manufacturer narrative:
(B)(4) 2014. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.